Event description:
New information received notes a possible extrusion of conductors proximal to the right ventricular (rv) lead coil was observed under imaging but was inconclusive. The rv lead was observed under imaging in several positions and extrusion if present was thought to be slight. The patient noted they suffered a traumatic experience due to multiple shocks received as a result of the rv lead noise. The patient alleged they had three episodes where they were not notified by the health care facility on (B)(6) 2023, (B)(6) 2023 and (B)(6) 2023. They alleged the traumatic event was (B)(6) 2023 and were told there should have been ample time to notify the patient to avoid the experience, but it slipped through the cracks. As previously reported, this lead was capped and replaced 24 aug 2023 and the patient was recovering.

Event description:
It was reported, that oversensing noise on the right ventricular (rv) lead causing several episodes of non-sustained false ventricular tachycardia. And fibrillation episodes were observed. The patient received inappropriate shock. The right ventricular (rv) lead was capped (B)(6) 2023 and replaced. The patient was recovering.